Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from biopsy channel. The event can be prevented by following the instructions for use (IFU): IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope operational channel was obstructed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the channel tube, distal end cover, bending section cover, and connecting tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed. In addition to foreign objects found in the channel tube, distal end cover, bending section cover, and connecting tube, additional findings are as follows: grip had a scratch. The forceps channel port had a scratch. The air/water cylinder had discoloration. The scope cylinder had discoloration. Switch 3 had a scratch. The plug unit had a scratch. The scope connector cover unit had corrosion due to water leakage. Due to damage on ch-tube (channel tube), water tightness was lost. Due to adhesive peeling on a-rubber (bending section cover), the insulation resistance value at the distal end did not meet the standard value. Due to the clogging of the ch-tube, the tube cleaning brush could not be inserted. The connecting tube has a wrinkle. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.